Event description:
As reported, the patient had an initial right tha on (B)(6) 2019. The surgeon removed the cocr head from the stem, which was a 36+0 head. He then removed the gxl liner and washed the wound out. Once the cup was washed out he inserted a new g3 xle liner and used a biolox options 36 head and +0 options sleeve. He reduced the hip and went through a range of motion and closed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. The prosthesis wear was able to be confirmed from the provided radiograph/explanted devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.